Event description:
The field service engineer reported that the automated impella controller (aic) loaner console was damaged during shipping. It was reported that the customer refused shipment of the console from fedex as the box was damaged and wet. There was no patient involvement.

Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was returned for investigation. The returned console was inspected the console was confirmed to have sustained damage due to being mishandled during transport. Despite adequate packaging, the force that aic was subject to caused the purge assembly to break and detach itself from the housing. Also, the front housing was cracked, and further inspection revealed a loose battery bracket inside the console, prompting battery replacement as a precaution. After replacement of damaged components, a functional check was performed and aic passed all testing, however analysis of console logs revealed some irregularities, most likely due to a keyboard communication glitch. After repeated inspection and testing in engineering, the issue was not reproduced. The console was ultimately deemed safe to use as a loaner. The root cause of the damage to the aic was a result of damage during transport to the customer. This report is being filed as part of a retrospective review of historical records.